Event description:
During a follow-up, an episode showing vf diagnosis due to noise on the lead was observed. High capture threshold was also observed. Lead fracture suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found insulation damage at 30.7cm and from 9.5cm to 16cm from the distal tip. Inside-out insulation abrasions were noted at 24.9cm to 26cm, and at 14.8cm to 15.1cm from the distal tip. The rv and re cables were exposed. The efte coating was not compromised. Multiple small inside-out abrasions were found at 3.7cm to 5.5cm from the distal tip. The rv cables were exposed and the efte coating was compromised in this area. .